Event description:
The customer describes seeing smoke from the system control center (scc) of the architect c8000 analyzer. The abbott technical service specialist (tss) instructed the customer to manually switch off the analyzer. A service call was initiated. There were no injuries or damage to the surrounding environment reported. No patient management was impacted.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement (B)(4). Smoking (B)(4).

Manufacturer narrative:
The customer reported observing visible smoke from the system control center (scc) of the architect c8000 analyzer. The screen (monitor) was blank. The abbott technical sales specialist (tss) instructed the customer to shut down the instrument. When the field service engineer (fse) inspected the power supply, he observed a bulged capacitor. He proceeded to replace the power supply. The fse was able to power on the replacement power supply and the analyzer. The results of patient samples were within the expected ranges and subsequent instrument operations were acceptable. The architect system operations manual (201837-108) contains information to address the customer's issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information, no product deficiency was found for this current issue.